Event description:
It was reported the patient's left knee was revised due to loosening of both the tibia and femur. A ts knee was converted to a triathlon hinge knee. Rep confirmed there were no allegations again the revised insert, and that no further information will be released by the hospital or surgeon.